Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead of an asymptomatic patient had exhibited a decrease in impedance. Past episodes of noise were observed on the lead but could not be reproduced. The physician would continue to monitor the patient.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.

Event description:
New information noted that the lead was capped and replaced during device change out procedure. The patient's condition was stable throughout the procedure.